Event description:
It was reported that the health care professional (hcp) for the patient with this implantable cardioverter defibrillator (ICD) requested a review of latitude nxt and presenting electrogram (egm). Technical services (ts) noted the right ventricular (rv) channel exhibited oversensing resulting in timing cycle changes. Functional undersensing occurred due to atrial beat falling into the post-ventricular atrial refractory period (pvarp), and subsequently atrial pacing was provided when not required. Ts stated that the automatic gain control (agc) sensing floor could be increase accordingly and to consider performing defibrillation threshold (dft) test for this. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported. Additional information was requested form the field, however no further information was available at this time. This investigation will be updated should further information become available.

Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field.

Event description:
It was reported that the health care professional (hcp) for the patient with this implantable cardioverter defibrillator (ICD) requested a review of latitude nxt and presenting electrogram (egm). Technical services (ts) noted the right ventricular (rv) channel exhibited oversensing resulting in timing cycle changes. Functional undersensing occurred due to atrial beat falling into the post-ventricular atrial refractory period (pvarp), and subsequently atrial pacing was provided when not required. Ts stated that the automatic gain control (agc) sensing floor could be increase accordingly and to consider performing defibrillation threshold (dft) test for this. Additional information is being requested from the field. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.